Event description:
It was reported that balloon rupture occurred. A 2.5mm x 100mm x 150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before being fully inflated. There were no patient complications reported.

Manufacturer narrative:
The device was received for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed a hole in the guidewire lumen 10.7cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the guidewire lumen and inflation lumen.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 100mm x 150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before being fully inflated. There were no patient complications reported.